Event description:
It was reported that guidewire coating detachment occurred. A 300cm, 8cm poly tip v-18 control wire guide wire was used to cross a tight lesion. However, during manipulation or the wire, the tip coating detached from the wire. The detached coating was unable to be removed from the patient and ended up lodging in a small branch in the distal part. No harm was done to the patient and no flow restriction to the patient or distal from the coating. There were no additional patient complications reported.